Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information (weight) but no information was received.

Event description:
It was reported that programmer displayed a message indicating that the ipg had depleted. Surgical intervention was undertaken wherein the ipg was explanted and replaced.